Manufacturer narrative:
Patient weight was not available from the site. No parts were received by the manufacturer. Event problem and evaluation: fluoro calibration of the imaging system was performed by a site representative. This resolved the issue; the system was fully functional.

Event description:
A medtronic representative, following up with the site, reported that during a spinal fusion procedure, a minor artifact was found in the 2d scout image acquired from the imaging system. It was noted that the image could still be used with the artifact. There was no delay to the procedure due to this issue, and there was no concern because the artifact did not show up in the 3d image. There was no impact on patient outcome. Fluoro calibration was performed by after the case, and no recurrences of this issue were identified.